Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead 2012-(B)(6). (B)(4): lead not received by manufacturer.

Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.